Manufacturer narrative:
Follow up information was received on 20-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. A total hysterectomy, salpingo-oophorectomy and bilateral salpingectomy were performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, no alternative explanation was given. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/ pelvic pain (chronic,severe)") in a female patient who had essure (batch no. 623211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: provera from (B)(6) 2010 to (B)(6) 2011 and loestrin in 2010. Concurrent conditions included body mass index normal. Concomitant products included conlunett (ortho-novum) from (B)(6) 2009 to (B)(6) 2009 for contraception, medroxyprogesterone acetate (provera) for menstrual cycle management as well as anovlar (loestrin), anovlar (microgestin), budesonide w/formoterol fumarate (symbicort), cetirizine hydrochloride (zyrtec), diazepam, dulera, flunisolide, fluticasone, fluticasone propionate (flovent), hydroxyzine, ibuprofen, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr), medroxyprogesterone acetate (medroxyprogesteron), montelukast, naproxen, omeprazole, paroxetine (paroxetin), procet (hydrocodone w/paracetamol) (B)(6) 2015 to (B)(6) 2016, salbutamol (proventil), seretide (advair) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy periods / clotting / menorrhagia"), headache ("headaches"), migraine ("migraines"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain"), cystitis ("infection (bladder/ urinarytract/vaginal)"), urinary tract infection ("infection (bladder/ urinarytract/vaginal)"), vaginal infection ("infection (bladder/ urinarytract/vaginal)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and post procedural discomfort ("the time of her essure placement procedure as in (B)(6) 2009 discomfort with sound"). The patient was treated with vicodin (lortab), procet (acetaminophen w/hydrocodone), ciprofloxacin, epinephrine and surgery (salpingectomy, hysterectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, headache, migraine, dyspareunia, fatigue, weight increased, cystitis, urinary tract infection, vaginal infection and vaginal haemorrhage had not resolved and the post procedural discomfort outcome was unknown. The reporter considered cystitis, dyspareunia, fatigue, headache, menometrorrhagia, migraine, pelvic pain, post procedural discomfort, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: new events added- dyspareunia, fatigue, weight gain, infection (bladder/ urinary tract/vaginal), abnormal bleeding (vaginal, menorrhagia) and the time of her essure placement procedure as in 20may2009 discomfort with sound. Lot number added. Concomitant drug and historical drug were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/ pelvic pain (chronic,severe)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 623211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystitis interstitial, ganglion cyst, tonsillitis and amenorrhea. Previously administered products included for an unreported indication: provera from (B)(6) 2010 to (B)(6) 2011, loestrin in 2010, percocet and codeine. Past adverse reactions to the above products included pruritus with percocet; and rash with codeine. Concurrent conditions included body mass index normal, menopausal symptoms, abdominal pain, bladder disorder, hot flashes, mood swings, sweaty, alopecia, vaginal dryness, asthma, allergic rhinitis, anaphylactic shock, irregular menstruation, ovarian cyst, atrophic vaginitis and pollen allergy. Family history included fibromyalgia (mother), hypertension (mother) and diabetes (paternal). Concomitant products included conlunett (ortho-novum) from (B)(6) 2009 to (B)(6) 2009 for contraception, medroxyprogesterone acetate (provera) for menstrual cycle management as well as anovlar (loestrin), anovlar (microgestin), budesonide w/formoterol fumarate (symbicort), cetirizine hydrochloride (zyrtec), diazepam, dulera, flunisolide, fluticasone, fluticasone propionate (flovent), hydroxyzine, ibuprofen, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr), medroxyprogesterone acetate (medroxyprogesteron), montelukast, naproxen, omeprazole, paroxetine (paroxetin), procet (hydrocodone w/paracetamol) from (B)(6) 2015 to (B)(6) 2016, salbutamol (proventil), seretide (advair) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy periods / clotting / menorrhagia"), headache ("headaches"), migraine ("migraines"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain"), cystitis ("infection (bladder/ urinarytract/vaginal)"), urinary tract infection ("infection (bladder/ urinarytract/vaginal)"), vaginal infection ("infection (bladder/ urinarytract/vaginal)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), post procedural discomfort ("the time of her essure placement procedure as in (B)(6) 2009 discomfort with sound") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with vicodin (lortab), procet (acetaminophen w/hydrocodone), ciprofloxacin, epinephrine and surgery (salpingectomy, hysterectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, headache, migraine, dyspareunia, fatigue, weight increased, cystitis, urinary tract infection, vaginal infection and vaginal haemorrhage had not resolved and the post procedural discomfort and uterine haemorrhage outcome was unknown. The reporter considered cystitis, dyspareunia, fatigue, headache, menometrorrhagia, migraine, pelvic pain, post procedural discomfort, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: mr- right side- 6 coils, leftside-5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: satisfactory placement and full occlusion (B)(6) 2009 : hysterosalpingogram : impression: bilateral essure devices in place with bilateral tubal blockage demonstrated. (B)(6) 2014 : hcg qual : negative. B hcg, quant : 0.0-5.0. (B)(6) 2015 : surgical pathology report : gross description: there is a 2.5 cm in length and 0.5 cm in diameter gray-ending fallopian tube stump attached to the right cornu and there is a 0.4 cm dense tan rubbery serosal whorled/trabecular nodule. The right amputed segment of fallopian tube is 3 cm in length, 0.5 cm in diameter, purple-gray and fimbriated with focal dense tan fibrotic appearing areas. The left adnexa is comprised of a 6.5 cm in length and 0.6 cm in diameter purple fimbriatedfallopian tube, which is attached to a 2.5 x 2.3 x 1.3 cm tan-gray ovary. The fallopian tube fimbria are focally adhered to the outer surface of the ovary. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage". Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "abnormal uterine bleeding", historical and concomittant condition, family history, lab data, reporter added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff of unspecified age in united states on 06-sep-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for permanent contraception. On (B)(6) 2009, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure and full occlusion of both tubes. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, and excessive bleeding, severe pelvic pain, and back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain, irregular and heavy periods, clotting and headaches. On (B)(6) 2015, she underwent a total hysterectomy, salpingo-oophorectomy and bilateral salpingectomy. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. A total hysterectomy, salpingo-oophorectomy and bilateral salpingectomy were performed. The event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, no alternative explanation was given. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/ pelvic pain (chronic,severe)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 623211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystitis interstitial, ganglion cyst, tonsillitis and amenorrhea. Previously administered products included for an unreported indication: provera from (B)(6) 2010 to (B)(6) 2011, loestrin in 2010, percocet and codeine. Past adverse reactions to the above products included pruritus with percocet; and rash with codeine. Concurrent conditions included body mass index normal, menopausal symptoms, abdominal pain, bladder disorder, hot flashes, mood swings, sweaty, alopecia, vaginal dryness, asthma, allergic rhinitis, anaphylactic shock, irregular menstruation, ovarian cyst, atrophic vaginitis, pollen allergy and sleep apnea. Family history included fibromyalgia (mother), hypertension (mother) and diabetes (paternal). Concomitant products included conlunett (ortho-novum) from (B)(6) 2009 for contraception, medroxyprogesterone acetate (provera) for menstrual cycle management as well as anovlar (loestrin), anovlar (microgestin), budesonide w/formoterol fumarate (symbicort), cetirizine hydrochloride (zyrtec), diazepam, dulera, flunisolide, fluticasone, fluticasone propionate (flovent), hydroxyzine, ibuprofen, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr), medroxyprogesterone acetate (medroxyprogesteron), montelukast, naproxen, omeprazole, paroxetine (paroxetin), procet (hydrocodone/acetaminophen) from (B)(6) 2015 to (B)(6) 2016, salbutamol (proventil), seretide (advair) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy periods / clotting / menorrhagia"), headache ("headaches"), migraine ("migraines"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain"), cystitis ("infection (bladder/ urinarytract/vaginal)"), urinary tract infection ("infection (bladder/ urinarytract/vaginal)"), vaginal infection ("infection (bladder/ urinarytract/vaginal)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), post procedural discomfort ("the time of her essure placement procedure as in (B)(6) 2009 discomfort with sound"), uterine haemorrhage (seriousness criterion medically significant), hot flush ("hormonal chnages-hot flashes"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with vicodin (lortab), procet (acetaminophen w/hydrocodone), ciprofloxacin, epinephrine and surgery (salpingectomy, hysterectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the menometrorrhagia, headache, dyspareunia, cystitis, urinary tract infection and vaginal infection had not resolved, the migraine and weight increased was resolving and the post procedural discomfort, uterine haemorrhage and hot flush outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menometrorrhagia, menorrhagia, migraine, pelvic pain, post procedural discomfort, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: mr- right side- 6 coils, leftside-5 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: satisfactory placement and full occlusion (B)(6) 2009 : hysterosalpingogram : impression: bilateral essure devices in place with bilateral tubal blockage demonstrated. (B)(6) 2014 : hcg qual : negative b hcg, quant : 0.0-5.0 (B)(6) 2015 : surgical pathology report : gross description: there is a 2.5 cm in length and 0.5 cm in diameter gray-ending fallopian tube stump attached to the right cornu and there is a 0.4 cm dense tan rubbery serosal whorled/trabecular nodule. The right amputed segment of fallopian tube is 3 cm in length, 0.5 cm in diameter, purple-gray and fimbriated with focal dense tan fibrotic appearing areas. The left adnexa is comprised of a 6.5 cm in length and 0.6 cm in diameter purple fimbriatedfallopian tube, which is attached to a 2.5 x 2.3 x 1.3 cm tan-gray ovary. The fallopian tube fimbria are focally adhered to the outer surface of the ovary. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage" most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received: new events: menorrhagia, hot flush and dysmenorrhea were added and previously reported event vaginal haemorrhage, weight increased, pelvic pain, fatigue outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/ pelvic pain (chronic,severe)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 623211) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystitis interstitial, ganglion cyst, tonsillitis and amenorrhea. Previously administered products included for an unreported indication: provera from (B)(6) 2010 to (B)(6) 2011, percocet, codeine and loestrin. Past adverse reactions to the above products included pruritus with percocet; and rash with codeine. Concurrent conditions included body mass index normal, menopausal symptoms, abdominal pain, bladder disorder, hot flashes, mood swings, sweaty, alopecia, vaginal dryness, asthma, allergic rhinitis, anaphylactic shock, irregular menstruation, ovarian cyst, atrophic vaginitis, pollen allergy and sleep apnea. Family history included fibromyalgia (mother), hypertension (mother) and diabetes (paternal). Concomitant products included conlunett (ortho-novum) from (B)(6) 2009 to (B)(6) 2009 for contraception, medroxyprogesterone acetate (provera) for menstrual cycle management as well as anovlar (loestrin) since (B)(6) 2009 to 2010, anovlar (microgestin), budesonide w/formoterol fumarate (symbicort), cetirizine hydrochloride (zyrtec), diazepam, dulera, flunisolide, fluticasone, fluticasone propionate (flovent), hydroxyzine, ibuprofen, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr), medroxyprogesterone acetate (medroxyprogesteron), montelukast, naproxen, omeprazole, paroxetine (paroxetin), procet (hydrocodone/acetaminophen) from (B)(6) 2015 to (B)(6) 2016, salbutamol (proventil), seretide (advair) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy periods / clotting / menorrhagia"), headache ("headaches"), migraine ("migraines"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain"), cystitis ("infection (bladder/ urinarytract/vaginal)"), urinary tract infection ("infection (bladder/ urinarytract/vaginal)"), vaginal infection ("infection (bladder/ urinarytract/vaginal)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), post procedural discomfort ("the time of her essure placement procedure as in (B)(6) 2009 discomfort with sound"), uterine haemorrhage (seriousness criterion medically significant), hot flush ("hormonal chnages-hot flashes"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with vicodin (lortab), procet (acetaminophen w/hydrocodone), ciprofloxacin, epinephrine and surgery (salpingectomy, hysterectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the menometrorrhagia, headache, dyspareunia, cystitis, urinary tract infection and vaginal infection had not resolved, the migraine and weight increased was resolving and the post procedural discomfort, uterine haemorrhage and hot flush outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menometrorrhagia, menorrhagia, migraine, pelvic pain, post procedural discomfort, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: mr- right side- 6 coils, leftside-5 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: satisfactory placement and full occlusion (B)(6) 2009: hysterosalpingogram : impression: bilateral essure devices in place with bilateral tubal blockage demonstrated. (B)(6) 2014: hcg qual : negative b hcg, quant : 0.0-5.0 (B)(6) 2015: surgical pathology report : gross description: there is a 2.5 cm in length and 0.5 cm in diameter gray-ending fallopian tube stump attached to the right cornu and there is a 0.4 cm dense tan rubbery serosal whorled/trabecular nodule. The right amputed segment of fallopian tube is 3 cm in length, 0.5 cm in diameter, purple-gray and fimbriated with focal dense tan fibrotic appearing areas. The left adnexa is comprised of a 6.5 cm in length and 0.6 cm in diameter purple fimbriatedfallopian tube, which is attached to a 2.5 x 2.3 x 1.3 cm tan-gray ovary. The fallopian tube fimbria are focally adhered to the outer surface of the ovary. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage". Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc(product technical complaint) on 11-jul-2018: plaintiff fact sheet was received. Reporter information were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.